Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI is not available as the identifying serial number is not known.

Event description:
It was reported that when an asymptomatic patient presented in-clinic for a routine follow-up, a diagnostic anomaly was observed. The programmer overestimated the device battery longevity during device check on 01/23/2018. It was discussed that the battery depletion is normal and possible overprojection during the midlife plateau phase was the cause for the longevity discrepancy. The patient will continue to be monitored.